Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during a surgical procedure the head of a screw broke off from the screw body during torque/insertion. The surgeon said he may not have predrilled the hole completely with drill bit (B)(4). The head part of the screw that broke off was recovered, and the remaining lower part of the screw body was left in the patient. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event could be confirmed. In the related ti 4961/18 it was stated that: one bone anchor screw, cross-pin, self-tapping, diam. 1,7xxmm, broke during surgery and was returned in order to determine the root cause of the failure. The returned screw was examined regarding its dimensions, chemical composition (edx analysis), as well as, by light and scanning electron microscopy. The (measurable) dimensions are in accordance with the specification. The chemical composition conforms to the specification - tial6v4 (ti grade 5). The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation. No corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that during a surgical procedure the head of a screw broke off from the screw body during torque/insertion. The surgeon said he may not have predrilled the hole completely with drill bit 6014008. The head part of the screw that broke off was recovered, and the remaining lower part of the screw body was left in the patient. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.